Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -visual examination of the returned product found that there was no physical damage found on the outside of the device. All 8 batteries displayed corrosion on the negative (bottom) side of the batteries. The batteries also all had varying degrees of corrosion on the positive (top) side. One battery had the development of crystals (indicative of galvanic reaction) on the positive terminal. Functional testing found that the handpiece would not activate at low speed when used with the returned battery. The high speed was also slow. When the handpiece was used with a lab battery, the device functioned normally. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
It was reported that during the surgery, the water pressure of this product is too low to use. The event occurred during surgery and an alternate same product was used to complete the procedure with a delay of 0 to 15 minutes. No harm or injury reported. The photo of the product provided indicates exposed wires, and there was battery corrosion. No adverse events were reported as a result of this malfunction.